Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for vessel occlusion based on the alleged failure that the user experienced. The likely root cause of the alleged event could be due to over-tamping of collagen after hemostasis was achieved. The IFU states that the black compaction marker is revealed in most cases but hemostasis can be achieved although the black marker is not visible. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Weight - patient was not obese. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that involved angio-seal was used in a (sfa) superficial femoral artery) angioplasty procedure. The access was right common femoral artery (cfa) antegrade with a 5f sheath. The angio-seal was deployed in line with the IFU and appeared to deploy correctly but the black compaction marker could not be visualized. In attempting to visualize the marker the operator felt that collagen had been deposited in the artery. The intra-arterial position of the plug was confirmed with us (ultrasound) immediately post deployment, as well as in the contralateral angiography before covered stent deployment, the plug was isolated with the stent and hemostasis was achieved. The patient did have a hematoma and required an overnight stay but was discharged home the next day. A blood transfusion was not required. Patient was not obese. Recovered and no follow-up treatment was needed. Additional information was received on 28april2021: there were no difficulties with access or the procedure. The puncture was ultrasound guided so no pre deployment angiogram was required. No other devices were used in relation to the angio-seal other than the covered stent which was used to achieve hemostasis. The patient dropped their blood pressure during the procedure but was stable and discharged the following day.